Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2167048: (B)(6): e2402 appropriate term/code not available (visibility/palpability) and e2330 pain (pain). Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Event description:
Healthcare professional reported "intracapsular rupture" via MRI and us, "inner silicone gel touch the patient" and "internal discomfort, asymmetry". This is for the left side. Device remains implanted.